Manufacturer narrative:
Related to 1920664-2011-00044.

Event description:
Report rec'd from france states: "random problem of vitrectomy that doesn't work above 1000cpm. Troubleshoot equipment if it is a problem with equipment or with air pressure (flow too low by example).